Event description:
Complaint - due to the insert malfunctioning.

Manufacturer narrative:
Manufacturer narrative: the reason for this revision complaint was to report an insert malfunction. This event occurred during surgery away from the patient. There was another suitable device available for use, the incident did not cause a delay in surgery, surgery was completed as intended, there was no risk or adverse event reported and the item was inspected prior to surgery and was found to be acceptable. This investigation is limited in scope as the item associated with this investigation was not returned to djo surgical - (B)(4) for examination. It has been in excess of 78 days from the date created and the agency did indicate that the item would be returned for evaluation. A review of the implant device history records (DHR), shows that the reported component used in the surgery, when released for use, met design and manufacturing requirements. There were no non-conforming material reports associated with the product that may have contributed to the reported event. The device was verified to have gone through an acceptable sterilization process and was within its expiration date at the time of the previous surgery. Customer complaints review showed previous complaints but this is the first complaint against this lot number. The root cause of this complaint is a insert malfunction. There are multiple factors that may contribute to an event that are outside of the control of djo surgical. There were no findings during this investigation that indicate that the reported device was defective. The surgery was completed as intended. If the device is returned at a later date, the complaint will be updated. There are no indications of a product or process issue affecting implant safety or effectiveness.